Manufacturer narrative:
An event of difficulty rotating the valve and the valve leaflets being unable to open and close smoothly was reported. The investigation confirmed that the leaflets were stuck initially, but when then the valve was manipulated slightly, the leaflets worked normally. The valve rotated freely. In addition, the sewing cuff was damaged and contained suture holes and blood/body fluids which can be from the patient during implant or explant of the valve. Morphological and hydrodynamic examinations indicated that the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2507 removed.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent aortic mhv,flex c uff was selected for an implant. During implant procedure, it was reported that leaflet value could not be rotate as intended. The valve had difficulties with both opening and closing correctly. The faulty valve was explanted out of patient. A non abbott device was used to implanted to continue this procedure the procedure was completed with no adverse patient consequences. The patient remain hemodynamically stable throughout the procedure. Patient information cannot be provided due to personal data privacy legislation/policy. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.